Event description:
Pt said she was following her results from her blood glucose test with novamax test strips. She got a faulty high result, she injected her insulin and blood sugar dropped very low. Pt ended up in the hosp. She isn't able to tell when blood sugar is dropping. Use 6 to 7 times daily.